Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative discovered the plug had backed out of the mobile view station (mvs) uninterruptible power supply (ups). They reseated it and secured it. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site pushed images to electronic picture archiving and communication systems (pacs), left the system for about 30 minutes, came back, and the mobile view station (mvs) monitor was black status.